Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the fan on the left side of the programmer was not working and additionally that the software generated a message indicating that the programmer would overheat. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the fan not working and an overheat message being generated. It was determined that the power supply fan was not running causing the power supply and thus the system to overheat and therefore the power supply was replaced. It was further noted that the lower case was worn, the handle cover was cracked and that the programmer had an error. The lower case and handle cover were replaced and the software was reconfigured, reloaded and updated, to resolve all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.